Event description:
It was reported that "introducer needle hub (plastic) pulled off of needle shaft". The needle shaft was pulled from the skin over the wire and the catheter was successfully inserted. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The needle cannula was separated from the needle hub, which confirms the customer report. Signs of use were also observed. Despite the damage, a complete visual inspection to evaluate the nature of the separation could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "introducer needle hub (plastic) pulled off of needle shaft". The needle shaft was pulled from the skin over the wire and the catheter was successfully inserted. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".